Event description:
It was reported that the customer was hospitalized due to hypoglycemia. Troubleshooting was performed, and two boluses were recorded in the history files of the insulin pump that the customer states he did not deliver. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.